Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that half height drawer 2.1 and 2.2 failed to be detected on the bus, with no lights observed. After troubleshooting, it was determined that the drawer boards and the drawer controller board required replacement. All three boards were replaced, and the unit was tested in hardware test application diagnostic as per protocol. Verified with the customer that no issues were detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The system displayed failure code device not on bus, and the drawer space could not be recovered. The system indicated the error message "device not detected on bus," and recovery attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.